Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was removed with no patient injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found pieces of the lens optic torn off. Both haptics were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.